Event description:
It was reported that the target lesion was moderately tortuous and calcified and located in the distal left anterior descending artery (lad). Pre-dilatation was performed with an unspecified 1.5 x 8 mm balloon. The xience prime 2.75 x 12 mm stent was implanted; however a proximal edge dissection occurred. A xience prime 3.0 x 12 mm stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.